Manufacturer narrative:
(B)(4). Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker, cracked lcd window, and loose/protruded drive support disk.

Event description:
The customer reported via phone call that the reservoir compartment¿s threads were broken. The damage occurred from normal use. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The device was replaced and returned for analysis.